Event description:
PICC line (v-cath) inserted into left basilic vein in 2001 without difficulty for administration of IV antibiotics. Antibiotics discontinued in 01/2002. When attempting to remove the PICC line, the vein spasmed. On the second attempt at removal, the catheter broke. Unable to pull the catheter from the vein. Tourniquet applied to arm, and patient taken to radiology. Catheter surgically removed.